Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit, hysteroscope and aquilex fluid management not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that the beginning of a myosure procedure for uterine tissue removal on (B)(6) 2013, the pt's fluid deficit was "climbing quickly." The physician decided to abort the procedure due to suspected "micro perforation." On (B)(6) 2013, it was reported the physician did indeed perforate the uterus. There was no intervention required. The pt was discharged home on (B)(6) 2013 and "is doing fine."